Event description:
Pulmonetic systems, inc. Received a call from a rep of facility on 8/13/2002. The rep reported the following problem: vent inop while on pt, no pt harm. Attempts were made to obtain additional info.